Manufacturer narrative:
Catalog number in d4: is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Pneumoperitoneum is a known complication of a peg- j tube placement. H6: code of 4581 was chosen to capture the event of pneumoperitoneum. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, an abdominal x-ray was performed and a small pneumoperitoneum was diagnosed. The patient remained in the hospital and received intravenous analgesia.